Event description:
As reported to medtronic: a pt was admitted on (B)(6) 2006 with an acute mi with bradycardia, 2nd and 3rd degree heart block. Pt was being paced using the transcutaneous pacemaker of the lifepak 20. Pt was in ICU, the alarm on the monitoring system (not the lifepak 20) alarmed and the charge nurse identified the pt's heart rate was in the 30's. The nurses checked the lifepak 20 and found the unit to be off. All connections were checked and noted to be secure. Outlets were changed. The unit was turned back on, as the energy level setting was being adjusted, the service indicator light and battery light were noted to be on and the device turned off again. This was repeated one more time, while attempting to set pacing the unit turned off. Another lifepak 20 was obtained from another unit and was used. Pt maintained a b/p mainly in the 90's systolic and spontaneous respirations during the event. No negative outcome as a result of the incident was identified. None of the nurses remember any alarms on the lifepak 20 sounding.

Manufacturer narrative:
Medtronic continues to investigate the reported event. Medtronic emergency response systems wil submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.